Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy, while introducing a 5mm grasper, surgeon said the valve on these reported 3 lots is extremely tight. The three lots stuck during procedure - the 5mm grasper surgeon used was stuck in all three at one point. He would remove the trocar from the patient and then remove and reinsert the 5mm instrument a few times until the inner valve/seal loosened. No patient injury.